Event description:
Customer reports a failure of the perforator to disengage after drilling the patient's cranium. The device was "still turning" when it should have stopped. Surgeon pulled back to prevent injury. Drill was discarded by the hospital staff.